Event description:
It was reported that a user experienced temporary loss of dexcom g7 glucose readings on the ilet display, characterized as signal loss to the ilet only, which self-resolved during the call; blood glucose at the time was 103 mg/dl, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, user education, and review of device performance as described by the user. Investigation of this case revealed a transient communication issue between the cgm and the ilet that resolved without device replacement, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication disruption of undetermined origin.